Event description:
It was reported that the patient experienced a pump stop event due to electrostatic discharge (esd) on (B)(6) 2023. The customer was informed about the sources of potential esd events and its consequences. No equipment was exchanged. Evaluation of the log files revealed that multiple pump resets with unknown cause had occurred between (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump stop events that appeared consistent with electrostatic discharge (esd). The controller event log file contained events from (B)(6) 2022 through (B)(6) 2023, per the timestamps. Five, transient pump stop events were captured between (B)(6) 2022 and (B)(6) 2023. These events appeared consistent with pump resets due to electrostatic discharge (esd). The pump stop captured on (B)(6) 2023 lasted long enough to result in a transient lvad off alarm, per design, consistent with the reported event. The pump had no difficulty ramping back up to speed after each stop. No other notable events or alarms were captured. The account indicated that the pump stop was identified as one part of several esd events. The customer was informed about sources of potential esd events and a short term follow-up with the patient was advised. During the investigation there was an incidental finding of pump resets. Review of the lvad event log file confirmed multiple pump resets occurring between (B)(6) 2022 and (B)(6) 2022. A specific cause for each of these reset events is unknown as there is no controller event data available for these timeframes. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 6 of the IFU, ¿patient care and management¿, explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 2 of the IFU, "system operations", states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 3, ¿powering the system¿, warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section states "do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop". Section 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. Section 1 of the patient handbook, ¿introduction, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 of the handbook, ¿living with the heartmate 3¿, also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 of the handbook, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.